Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Product has snapped inside...bit ripped off...it had become stuck and unable to get it out- vagina [foreign body in reproductive tract] infection- vagina [vaginal infection] pain-vagina [vulvovaginal pain] product has snapped inside...it had become stuck and unable to get it out [complication of device removal] product has snapped inside...tampon was in pieces [device breakage] case narrative: consumer reported via email that the tampon snapped inside and she was unable to get it out. No serious injury was reported.